Manufacturer narrative:
Device was used for treatment, not diagnosis. Original implant date is unknown it is unknown when the non-union occurred. Device is not available for return. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had hardware removal and revision surgery performed on (B)(6) 2017, due to non-union. The patient originally had an ankle fusion performed on an unknown date and was implanted with one (1) 6.5 mm cancellous bone screw 16 mm thread for 45 mm, two (2) cancellous bone screws 16 mm thread for 50 mm, three (3) cancellous bone screws 16 mm thread for 55 mm and one (1) cannulated cancellous screw 16 mm thread 65 mm. On (B)(6) 2017, the patient was discovered to have a non-union and all the originally implanted constructs were removed fully intact. The patient was revised to two (2) one-third tubular plates and three (3) cortex screws. The procedure was completed uneventfully with no surgical delay. No additional medical intervention was required to complete the procedure and the patient was doing well post-operatively. This is report 4 of 7 for (B)(4).